Event description:
It was reported that the implantable cardioverter defibrillator exhibited a bluetooth telemetry malfunction. The patient was scheduled to be seen in clinic. No further information was available.

Event description:
New information received noted that the bluetooth telemetry was reset on the implantable cardioverter defibrillator. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
New information received noted that the implantable cardioverter defibrillator is unable to connect to the patient app via bluetooth telemetry. No intervention was reported. Patient was in stable condition.